Event description:
It was reported that this device is behaving in a manner consistent to premature battery depletion (pbd). The patient is currently under going radiation treatment, and has a high rate atrial sensing due to chronic atrial fibrillation. A boston scientific technical service (t/s) consultant recommend reprogramming device, and rechecking battery longevity approximately one month after radiation treatment is complete. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received, that the patient completed radiation treatment at this time. An interrogation of her device revealed six years remaining battery longevity.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent to premature battery depletion (pbd). The patient is currently under going radiation treatment, and has a high rate atrial sensing due to chronic atrial fibrillation. A boston scientific technical service (t/s) consultant recommend reprogramming device, and rechecking battery longevity approximately one month after radiation treatment is complete. The device remains implanted and in service. No adverse patient effects were reported.